Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "decrease in specificity and breast circumference, periodic breast pain, suspected rupture of both implants." Device has been explanted and replaced with mentor device. This relates to the left side.

Event description:
Healthcare professional reported "decrease in specificity and breast circumference, periodic breast pain, suspected rupture of the implant." Device has been explanted and replaced with a non-allergan implant. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec). ¿ pain: unable to observe as it is a medical event not related to the device. Additional observations: ¿ no others observation observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, d9, h3, h6.